Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info rec'd, the pt has experienced rectocele, enterocele and perineal laceration. Associated MDR: 1018233-2013-01599 and 1018233-2013-01601.